Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patient underwent a poly swap with gutter debridement.

Manufacturer narrative:
The complaint could not be confirmed, as the device was not returned for evaluation and no additional evidence was provided. Response from sales representative: "we just ended up doing a poly swap with gutter debridement. No revision." Failure of total ankle replacement (tar) over time is a known complication. In the case of a planned revision procedure, a medical opinion aimed at determining the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided because key clinical information (e.g., clinical status, exact symptoms, range of motion of the patient, and assessment of the treating physician) is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be scientifically determined without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements regarding the patient, the procedure, and/or the device in relation to the cause of the failure. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing, or design-related problems were identified during the investigation. More detailed information regarding the complaint event is required in order to determine the root cause of the complaint event. If the device is returned or if additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a poly swap with gutter debridement.